Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patent went to manual injections, but by that time they had measured their ketones they found them at a moderate level. The patient was also experiencing chest pains and throwing up, which they say is like going into diabetic ketoacidosis (dka). They went to the emergency room. The patient was treated with intravenous therapy with fluids. The patient was discharged at 5pm, 6 hours after arriving, and their bg was down to 92mg/dl by that time. The patient wore the pod a full 3 days and didn't remove it at the time of the emergency room visit.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.